Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was that while troubleshooting the personal therapy manager (ptm), the patient stated that her pump did not stay in place, it moved and would double over. The patient stated that she had lost a bit of weight which had caused some flab in the area of the pump. The patient stated that the issue was being addressed by her physician.